Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled follow up. Upon examination of the pacemaker implant site, an opening in the incision line was discovered. It was suspected that the patient developed an infection and the pacemaker system was removed. No complications were reported and the patient was discharged from the hospital. Related manufacturer reference number: 2017865-2019-09553, 2017865-2019-09555.